Event description:
On (B)(6) 2012, the patient contacted animas and reported that the pump lost power while on the phone with customer support trying to reboot the pump. The patient reportedly replaced the battery in the pump and the pump would still not power on. It was noted that there was water not insulin in the cartridge compartment. The patient denied damage to the battery compartment or battery cap. The battery cap was reportedly able to secure to the pump with no yellow visible o-ring noted. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump did not power up. Testing was unable to download black box and history or to complete all steps on investigation check list. The pump passed a leak test. No cracks in the pump case or display lens were observed. Removed pump from case and corrosion was noted on the printed circuit board under display and the under side of the display. There was no corrosion noted in the battery compartment. Battery cap measurements were within specification.